Manufacturer narrative:
(B)(6). Date of report: 08aug2019. The customer troubleshoot with technical support . The customer replaced the overlay switch, back light inverter and liquid crystal display. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Customer resolved.

Event description:
The customer reported the ventilator had a dim display and an alarm light emitting diode (led) error (code 1105). There was no patient involvement.